Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the bottom monopolar port on the erbe vio did not work. The customer was using the top port only to continue the procedure. There were no errors or messages noted on the logs. The procedure was completing as planned with no patient injury reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse was able to reproduce and confirm the monopolar port was not working. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. The unit was returned for failure analysis due to ¿monopolar port 4 not working¿ was confirmed and reproduced. The unit was placed on an in-house system a was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. Upon visual inspection the unit was found in good condition. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An event verification confirmed that the procedure was performed on the reported event date 28-oct-2022 on system sk5400. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the field service engineer (fse) replaced the erbe generator after the start of the procedure due to esu not functioning. Furthermore, failure analysis confirmed the reported the monopolar port not working. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted. .